Manufacturer narrative:
The evaluation return date was estimated as 2019-03-07 as this was the date that the field service engineer provided the repair information. Device evaluation summary: the field service engineer inspected the device and performed est (extended self tests) to resolve the issue. After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the 840 ventilator went inoperative and the air proportional solenoid valve was stuck open. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The inital medwatch date should have been 2019-feb-12. If information is provided in the future, a supplemental report will be issued.